Manufacturer narrative:
(B) (4): evaluation results, (death).

Event description:
The patient's cardiac status at time of the index procedure was acute coronary syndrome. The patient had 1 endeavor sprint rx drug-eluting stent implanted to the prox left anterior descending. The patient was asymptomatic at 30 day, 6 month, 1 year and 1.5 year follow up. Approximately 2 years post index procedure, the patient suffered a non sudden cardiac death. Cause of death was provided as worsening of left & right ventricle function and refracting heart failure. The investigator indicated that the event was related to the study device.